Event description:
The doctor advanced the ivus catheter to the target lesion. When the catheter was plugged in, the image did not display properly despite troubleshooting. The catheter was removed and replaced with another device without injury to the patient.====================== manufacturer response for imaging catheter, icross======================there has been no response yet.